Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set tubing was leaking near the site for 11 to 12 hours, which caused the patient blood glucose levels to high 375 mg/dl, therefore the patient received correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.